Event description:
It was reported the switch emitted sparks.

Manufacturer narrative:
Visual inspection of the switch components revealed that the electrical cord had been subjected to a great deal of stress, pulling the wire connections apart and allowing the wire to emit sparks. We also noted that an area of insulation had been removed by some type of abrasion and the user had taped over the damage. We concluded that this report was attributable to misuse on the part of the consumer.